Manufacturer narrative:
Additional information provided: please disregard this file because the cfn\fei number is incorrect. Correct report is submitted under manufacturer report number 9616066-2016-00419.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an inadvertent bolus of insulin in the ICU after removing the tubing from the lvp without engaging the roller clamp. Reportedly the patient's blood sugar dropped to 30 as a result.